Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that the patient encountered an out of regulation (oor) message over the weekend. The patient saw the hcp today and their system was checked, with no therapy issues found. The rep reported that the impedance check was normal and the hcp was unable to recreate the oor message using two different clinician programmers. The rep reported that the patient is a known "tinkerer." The manufacturer recommended that the patient stop using their patient programmer for at least an hour and then try to increase stimulation again. If that allow stimulation to increase, then the oor was likely caused by the patient's tinkering; however, if the oor message still occurs after an hour of not using the patient programmer, then the patient's settings might be the issue. No patient symptoms were reported. No further patient complications have been reported as a result of this event. Additional information was received from the patient and the manufacturer, reporting that all of a sudden, the device went "wayward" because the patient stated they felt like they were going to pass out. The patient also reported that they cannot talk very fine. The patient reported seeing an out of regulations (oor) message on the patient programmer after checking their left side ins. The patient reported they were not feeling good and when they checked the implant with the programmer, they saw the oor message. The patient further reported that they saw the oor message again in their healthcare provider's (hcp) office as well. The patient reported that after clearing the oor message on the phone with the manufacturer, they checked the implant again, at which time they saw the oor message again. The manufacturer representative (rep) reported that the patient has been known to be anxious and to modify device setting/check the system too often. The rep reported that the hcp interrogated the ins and ran an impedance check, with no problems detected with the stimulator. The rep reported that the hcp determined that the patient manipulating the ins too many times in a short period of time was the most likely cause of the oor messages. The rep reported that the hcp advised the patient to only manipulate the device settings once per hour if needed. No further patient complications have been reported as a result of this event. Additional information was received from a rep. It was reported that the patient and device were both in good shape. The patient was reportedly always worried, but the clinician reported that the device and patient were fine. The healthcare provider (hcp), reported that an out of regulation (oor) message for the patient's left side ins was encountered on the hcp's clinician programmer, and previously on the patient programmer. The hcp reported that the patient's impedances were measured and found to be within normal ranges. The hcp reported that only one electrode was programmed and the patient's amplitude was set to 3.2v. The hcp reported that the patient was demented and had anxiety. The hcp reported that they would run another impedance check in different positions to see if the values still look ok. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's hcp reported that the patient's anxiety and dementia has worsened since being implanted for deep brain stimulation (dbs), but that there was no device issue. It was noted that the most likely cause was due to the patient frequently checking the ins status. The patient was instructed to stop checking so frequently and the multiple oor messages have been resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.